Event description:
It was reported that: "the pulse oximeter does not work. The light from the screen turns on for a little bit but then turns off."

Manufacturer narrative:
"The pulse oximeter does not work. The light from the screen turns on for a little bit but then turns off." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.